Manufacturer narrative:
Received only a two way catheter. The reported event was confirmed; however, the cause is unknown. Per visual inspection, a burst on the sac was noted along the lumen. No pieces of sac were missing. Per functional testing, water was introduced into the lumen did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation was as follow: eye snip length: 3/32¿. Inflation lumen coverage: 10 thou. Balloon thickness: 25 thou. Burst initiated from bottom collar of sac: 0.5cm. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that there was damage on the balloon of the catheter. There were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that there was damage on the balloon of the catheter.